Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components: 720185-01, 1000408952, reservoir flat iz 100 ml. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called to inquire about a rash that he has had on his penis and scrotum since he had his inflatable penile prosthesis (ipp) implanted on 9/16/2020; he also has a complaint of the pump being stuck to the side of his scrotum and asked if that was normal. Patient liaison recommended that he consult with his dr. He stated that he had seen his dr. And he stated he had no idea what was going on. Patient liaison assisted him in finding another prosthetic urologist vis edcure.org for a second opinion.

Event description:
It was reported that patient called to inquire about a rash that he has had on his penis and scrotum since he had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2020; he also has a complaint of the pump being stuck to the side of his scrotum and asked if that was normal. The patient was unhappy with the pump placement and position of tips of cylinders in the glands. He underwent a replacement procedure in which the rear tip extensions (rtes) were explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components: 720185-01; 1000408952; reservoir flat iz 100 ml. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
Related components: 720185-01, 1000408952, reservoir flat iz 100 ml.

Event description:
It was reported that patient called to inquire about a rash that he has had on his penis and scrotum since he had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2020; he also has a complaint of the pump being stuck to the side of his scrotum and asked if that was normal. Patient liaison recommended that he consult with his dr. He stated that he had seen his dr. And he stated he had no idea what was going on. Patient liaison assisted him in finding another prosthetic urologist vis edcure.org for a second opinion.